Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post marketing vigilance (pmv) received one suturing device was opened by the account with the appropriate display box in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument three. The broken needle was broken at the swage. No witness marks on the cone edge of the needle was found. Witness marks from the needle tip impacting the bevel wall were observed on the instrument. The jaw gap was measured for the instrument and met specifications. No sheering was observed on the toggle switches for either instrument. The broken needle was removed from the jaw of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a roux-en-y procedure after successfully using the device, the needle would not unload from the jaws. The needle broke in the jaw when trying to unload. There were no reported injuries to staff or the patient. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.